Event description:
New information received notes that the patient presented for follow up in clinic after the event. Fluoroscopy was performed and no signs of lead externalization were observed. The patient was to be monitored remotely.

Event description:
New information received suggests the right ventricular lead was revised. The lead was replaced on (B)(4) 2018. No further information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high lead impedance was observed on the right ventricular lead. The impedance had doubled from the baseline but was still within normal range. No other electrical anomalies were observed. No patient consequences were reported. The patient is being monitored.

Event description:
New information notes the patient presented in clinic on (B)(6)2018 due to a lead alert vibration which uncovered the previously reported high lead impedance. A chest x-ray was normal. Remote monitoring indicated impedance had doubled as previously reported. The patient was seen (B)(6) 2018 and a decision to continue remote monitoring was made. The high impedance could not be reproduced in clinic. On 09/12/2018 another alert for high impedance was received. The patient was seen by the physician and the riata advisory lead was capped (B)(4) 2018 and replaced. No shocks or oversensing were observed. The patient was stable before during and after the procedure.